Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed systems does not start, monitors black. The philips field service engineer investigate the problem and confirm the issue. Host pc was restarted several times manually, no improvement seen. Fse replaced host pc, reinstalled. Fse identified that there was issue with the input monitor in control room after troubleshooting. Fse replaced monitor and tested. The system was returned to use in good working order. The codes were updated based on the investigation outcome.